Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure an attempt was made to retrieve a mucosal biopsy from the stomach, however the tissue was not coagulated fully. The setting value of the high-frequency equipment was changed from 30w to 50w but the problem was not resolved. No biopsies were retrieved with this device. Additionally, it was reported that the device was inspected and tested prior to use and no anomalies were noted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Concomitant medical product - psd-60 (olympus), olympus active cord. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.